Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The representative could not duplicate the reported symptom. Logs were inconclusive except for memory net. Heap messages. The software was reloaded to the system based on memory messages in logs. The reported issue could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to acquire a 3d spin. It was reported that the rotor moved into position, as expected, but no exposure could be taken. The user noticed that when 2d fluoroscopy was being taken, the system pendant flickered into and out of stand alone mode. The user attempted to restart the image acquisition system (ias) application, but could not remotely connect to the ias computer. At this point the system was rebooted and normal functionality resumed. The procedure was completed successfully with the imaging system after a delay of less than one hour. The patient was not impacted.

Manufacturer narrative:
A review of the software logs found that based on the high number of mobile view station (mvs) log entries the probable cause of the complaint behavior was determined to be an issue with the mvs software which was corrected by reinstalling the software. The software investigation concluded that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.